Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. A malformed clip was returned inside a bag along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed ten clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device applied first clip to cystic artery as intended. A second clip appeared to be applied and formed, but when device removed from artery, the clip was dislodged and ¿hanging¿ from vessel. This clip was removed. A third clip was fed sideways into jaws and was removed from device. A few more clips were fired and clips worked as intended. Another clip was applied and as device removed, clip came off of cystic duct and was removed. Case was completed with same device and cautery as device intermittently fired properly-formed clips. There was no bleeding or leakage of bile noted. There were no patient consequences.